Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
During training by a zoll medical sales rep, the device displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.